Event description:
Customer reported that two erroneous sodium results were generated by the unicel dxc 600i synchron access clinical system. The erroneous results have been on samples that are run first from standby. The system generated critical rerun feature was triggered and repeated with a result within expectations. It was not reported if the system was calibrated or quality controls within expectations prior to the event. There were no changes to the pt's care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The manufacturer's customer service contact attempted to arrange for a system eval by a field service engineer. The customer declined a service call. No conclusion can therefore be drawn without a complete eval of the system. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable events.